Manufacturer narrative:
(B)(4). Date sent to the FDA : 4/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that ten unopened samples and an empty foil packet of product code z496 were received for evaluation. Visual inspection of ten unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the initial procedure? Probably abdominoplasty. Could you please confirm how many devices present the issue (breakage suture)? 2 units. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a abdominoplasty surgery on (B)(6) 2020, and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.